Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Correction: depuy (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: litigation alleges that patient has experienced extreme pain in his left femur, hip soreness, difficulty walking, unexplained fevers, and left femoral component loosening, which required revision surgery. Doi: (B)(6) 2006 - dor: (B)(6) 2010 (left hip). Patient is a resident of (B)(6). Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient has experienced extreme pain in his left femur, hip soreness, difficulty walking, unexplained fevers, and left femoral component loosening, which required revision surgery. Update: (B)(4) 2011 - litigation was received. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that patient has experienced extreme pain in his left femur, hip soreness, difficulty walking, unexplained fevers, and left femoral component loosening, which required revision surgery.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.